Manufacturer narrative:
Na.

Event description:
Customer complained of discrepant results between coaguchek xs meter of unknown serial number and a lab using an unknown reagent. Customer tested a patient by fingerstick on the meter and the result was 7.4 inr. The patient had a lab test within 7 hours and the result was 5.6 inr. Customer tested a patient by fingerstick on the meter and the result was >8.0 inr. The patient had a lab test within 7 hours and the result was 6.2 inr. Customer tested a patient by fingerstick on the meter and the result was 7.6 inr. The patient had a lab test within 7 hours and the result was 5.8 inr. No patient information was provided. There was no allegation of an adverse event. Corresponding retention test strips (322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.